Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they can't start it or put it online. It is off. Rep for medtronic reported to surgeon. Pt is not feeling the stimulation when it is working. Several calls to provider and reps but got no response or resolution. Pt would like it properly checked or replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient reported device isn't working. Caller mentioned patient had a follow-up appointment last week with the hcp. Caller stated has been playing with the external equipment and saying it's not working but when technical services (tss) asked if it is the ins or the external equipment not working, caller wasn't sure and said that patient "doesn't feel it". Caller stated that patient will play with equipment and turn it off and on and then say they don't feel it but then they do feel it. Caller spoke with patient and said that it worked for maybe 2, 3 or 4 days but that wasn't even full days. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to the national answering service (nas) to page rep. Pt said they went to see a rep in person a week or two ago, and the rep set up their therapy with cycling, two minutes on and two minutes off. Then, the pt said the therapy was not working for them at the appointment, so the rep made therapy continuous. Pt said they were not really shown how to control their therapy, but pt seemed to know how to access and use therapy on call. Pt said now, nothing was working. Technical services (tss) confirmed all external equipment was working as expected. Pt said they could feel the stimulator in their body last week, but now felt nothing even though they had turned amplitude up. Tss had pt turn amplitude from 9.7-10.4 on the call, but still pt did not feel stimulation. Tss redirected to managing hcp and emailed local reps.